Event description:
It was reported that the customer was hospitalized due to a low blood glucose (bg) level. Specific bg value was not provided. Glucagon was administered prior to arriving at the hospital. In addition, the customer was treated with glucagon gel while in the hospital. The customer was released from the hospital on (B)(6) 2022 with no permanent damage. The cause for the reported issue was unknown. Customer declined performing a system check with tandem technical support and reverted to manual insulin injections for insulin therapy.

Manufacturer narrative:
Device not returned.